Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customers reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was 402 mg/dl at the time of incident and the current blood glucose level was 279 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump for high blood glucose level. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer did not allege pump was under delivering. Customer stated drive support cap appeared to be normal. The insulin pump will be returned for analysis.